Event description:
It was reported that following the implant procedure, the patient had manual pressure placed with removal of catheter in right groin site. Fem-stop was applied after and patient was transferred to their hospital room. The patient remained on bedrest until the next morning. Upon arising the patient began to bleed from right groin site. Manual pressure and fem-stop were reapplied without success. Vascular surgeon consult was requested. Hematoma was identified and the bleeding controlled and ceased with surgical repair of the right femoral vein. The device remains in use. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).